Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported real bad burning and soreness where the ins is implanted on the side of their buttock. As a result of what was reported, they were redirected to their healthcare provider (hcp) to evaluate their symptoms. No further patient complications have been reported as a result of this event.